Manufacturer narrative:
(B)(4).

Event description:
This ra lead had high pacing threshold at 3.3v on (B)(6) 2017. At implant the ra threshold was 0.7v. The auto capture was programmed off and decreased amplitude to 2.9v. On (B)(6) 2017 the threshold was 1.1v. The lead remains implanted.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.